Event description:
It was reported that six months and twenty-two days post a port placement, the catheter allegedly got separated from the port chamber. It was further reported that fluid passing through the skin and the catheter got migrated from the port chamber which has been removed with the help of smear by interventional cardiologist. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium implantable port and a cath-lock was returned for evaluation and one photo and one image were provided for review. Visual, microscopic, dimensional and functional evaluations were performed on the returned device. The photo shows a port and cath-lock. The image shows the port and the catheter completely separated and the separation occurs at the junction of the port and the catheter. Therefore, the investigation is confirmed for the reported disconnection, fluid leak and migration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (device, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and twenty-two days post a port placement, the catheter allegedly got separated from the port chamber. It was further reported that fluid passing through the skin and the catheter got migrated from the port chamber which has been removed with the help of smear by interventional cardiologist. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photo/images were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.